Event description:
The caller reported that the customer was hospitalized twice in one month with hypoglycemia. The customer was found at home unresponsive with hypoglycemia. The customer fell twice and she cut her cheek. She was in a coma for four days due to a hypoglycemic event. Her blood glucose level was 29 mg/dl. The paramedics administered insulin and brought her blood glucose up to 47 mg/dl. In one occasion her blood glucose dropped from 255 mg/dl to 35 mg/dl. The customer was wearing her insulin pump when she arrived to the hospital. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.